Manufacturer narrative:
Additional information received: "the battery capacity when the event occurred was >25%. The switching could not be reproduced by manipulating connection." The patient recently was transplanted "and did not report any remaining issues prior to transplant." The patient was transplanted on (B)(6) 2015. The battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The returned battery passed external visual inspection but failed functional testing. There was an incidental finding of a high max error, indicative that this unit was out of calibration. This condition was probably caused by an irregular battery switching pattern that does not allow the batteries to get properly discharged below 25% rsoc. Log files evidence support this assessment. The reported event was confirmed via review of the controller log files, which revealed that several non-consecutive premature switches occurred on the days surrounding the event date. The most likely root cause of the premature switching could be related to the patient's use pattern or due to communication error between controller and battery. Bat200194 was related to the reported event; however there is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the failure is communication error between controller and battery which likely contributed to the event. An internal investigation has been opened to address this issue. Heartware will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual include a reference guide for normal battery behavior and both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. If there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
The site in (B)(6) reported that on (B)(6) 2015 the patient observed "low battery 2" alarm and when disconnecting the low battery for exchange, the battery in port 1 wasn't "active" and a pump stop followed. The patient doesn't remember any other power switching in the past. All of the patient's batteries were replaced from hospital stock and the problem was resolved. There was no effect on the patient; "the patient was doing fine the whole time". Preliminary review of log files by the manufacture found normal power consumption with no alarms logged in the last 14 days of available data.